Event description:
Dexcom had an update and all share app functions lost usage overnight. The function of the ¿no data alarm¿ did not notify users of the error overnight and therefore when I awoke this morning I did not realize I had not been receiving any of mt six year¿s overnight blood glucose readings for over 5 hours. The server went down around 1:00 am central standard time and dexcom made public notices on (B)(6) at 10:00 am in regards to outages. We have now been 24 hours without any shared data and dexcom has yet to notify any users directly of the issues. Also when calling dexcom for reporting or assistance, wait times are from 30 minutes to 2 hours. FDA safety report ID # (B)(4).